Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be seated properly. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d1 - (brand name) was incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported a high sensor reading with the freestyle libre sensor. The customer reported a sensor reading of 90 mg/dl, as compared to an unspecified "lower" capillary result. The customer experienced hypoglycemia with symptoms of dizziness, confusion, nausea, and loss of consciousness. The customer was treated with apple juice by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high sensor reading with the freestyle libre sensor. The customer reported a sensor reading of 90 mg/dl, as compared to an unspecified "lower" capillary result. The customer experienced hypoglycemia with symptoms of dizziness, confusion, nausea, and loss of consciousness. The customer was treated with apple juice by a healthcare professional. There was no report of death or permanent injury associated with this event.